Event description:
Customer reported via phone, initially reported the insulin pump had cosmetic damage. During troubleshooting reported the up and arrow buttons had intermittent respond. Troubleshooting for keypad anomaly was performed. Customer stated the reservoir compartment was cracked and had issues locking the reservoir in place as a significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer declined to revert to back up plan and agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing reservoir tube seal and cracked battery tube threads.